Manufacturer narrative:
The device was returned and evaluated by cardinal health. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The tip of the balloon was inverted, which indicates that over tensioning occurred during pull back. The device was returned with the procedural sheath pulled back against the shuttle handle. Shuttle movement was checked and resistance was felt. Subsequent to unsheathing, it was immediately observed that the sealant was soaked in blood and it appeared to have swelled. The introducer sheath was received with the stopcock in the closed position and blood was observed inside the sheath which is indicative that blood was trapped inside the sheath. The review of the lot history record (f1633602) indicated that there was an additional inspection step added during the manufacturing process; however, this additional step did not cause or contribute to the reported incident and the lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the reported event might have been caused by the sealant swelling up and increasing the profile which could have prevented the procedural sheath from being retracted during the procedure. The root cause of the reported device deployment jam was due to failure to follow the IFU. The mynx instructions for use (IFU) instructs users to: lightly hold the device handle to ensure the balloon is abutting the arteriotomy, open the procedural sheath's stopcock, then detach the shuttle and advance until resistance is felt. Failure to open the introducer sheath's stopcock could result in blood being trapped inside the sheath, causing the sealant to hydrate prematurely resulting in the device jam. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that a mynxgrip 6f/7f vascular closure device did not deliver the sealant to the artery. The sealant came out of the patient with the device. Manual pressure was held for 30 minutes and the patient had to lie down for 4 hours. No other negative impact was noted. Additional information was requested, but is not available at this time.